Manufacturer narrative:
E1 - (B)(6). The promus elite ous mr 28 x 4.00mm, catheter was returned for analysis. A visual and tactile examination identified a severe kink in the hypotube. The kink was located at 51cm distal to the distal end of the strain relief. The shaft polymer extrusion showed no kinks or damages. The stent was received detached from the delivery device and a visual inspection identified that the stent was stretched and damaged. A detailed microscopic examination of the balloon material identified no damages. The balloon exhibited no signs of having been inflated and was folded. There was clear evidence of stent crimp on the balloon. A microscopic examination of the detached stent found that the stent was stretched, and the stent struts were misaligned. A microscopic examination of the tip section found no damages.

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The 4.00mmx24mm, eccentric, target lesion with a bend of >=90 degrees was located in a non-tortuous and non-calcified posterior descending artery. A 5fr non-boston scientific (bsc) guide catheter and a non-bsc guide wire were placed across the lesion. A 28 x 4.00 promus elite mr drug-eluting stent was advanced for treatment but could not pass through the lesion. Upon checking the stent outside the patient, it was noticed that the stent had dislodged in the proximal guide catheter. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The 4.00mmx24mm, eccentric, target lesion with a bend of >=90 degrees was located in a non-tortuous and non-calcified posterior descending artery. A 5fr non-boston scientific (bsc) guide catheter and a non-bsc guide wire were placed across the lesion. A 28 x 4.00 promus elite mr drug-eluting stent was advanced for treatment but could not pass through the lesion. Upon checking the stent outside the patient, it was noticed that the stent had dislodged in the proximal guide catheter. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: patient is 18 under years of age. Initial reporter address 1: (B)(6).